Event description:
Patient reported that the trial system had helped her symptoms, but the permanent system did not help as well as the trial and is gradually decreasing in effectiveness. The patient reported that the implanted system eventually lost effectiveness and is not helping at all. Additionally, the patient stated that one day she has a sudden, very painful sensation. The patient is scheduled to meet with her hcp on (B)(6) 2016.

Event description:
The patient reported that since they used they were shocked by their tens unit on (B)(6) 2016, the interstim therapy had not been effective. It was indicated that the patient "had the runs" again, and had to take (B)(6). This was reported as a gradual change. It was noted that the patient increased stimulation, and was wondering if they should change their settings. The patient did not feel stimulation and therapy was on. The patient mentioned that they would follow-up with their healthcare professional (hcp) later the week of the report. Additional information received from the hcp indicated that the patient had a physical exam on (B)(6) 2016. The patient was directed to the manufacturer representative to alter the program to optimize results. The patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.